Manufacturer narrative:
Follow-up # 1 date of submission 2/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/02/2016 with the following findings: during visual inspection of the pump, it was observed that the cartridge cap was returned with no evidence of physical damage on the cap¿s threads as initially reported. The cartridge cap was able to secure properly. There was also no evidence of physical damage found in or around the cartridge compartment as initially reported. Unrelated to the initial complaint, it was observed that the battery compartment was cracked along the side and the returned battery cap threads were stripped and were unable to secure. A test cap was used for testing and was able to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cartridge compartment was damaged and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.